Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports delays in treatment plan associated to horrible repetitive ear infections/inner ear canal irritation that would occur every time the retainer was worn. Current upper/lower aligner #14. Note: pending email response whether aligner or retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.